Event description:
It was reported via repair work order that the foot end hydraulic jack was stuck elevated due to a missing jack release linkage rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.